Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged air detector was found. The air detector was replaced to fix the issue.

Event description:
The device was returned due to the pump alarming "air detected" when set was attached and had visible damage to air detector during testing. The results of the investigation confirmed that the air detector was damaged. There was no patient involvement.